Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and loss of sensing. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported events of loss of capture and loss of sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during a follow up in clinic, loss of capture and loss of sensing were noted on the right atrial (ra) lead. The physician suspected dislodgement of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.